Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer stated that he developed redness and sometimes bleeding around the stoma about a month ago. He has been cutting the moldable. Sometimes uses the powder and the paste. Has not sought medical attention. The area improves with powder use. Will try the next size down moldable. Reviewed moldable use and fitting. Sending instructions. Continue with stomahesive powder.